Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 11/jul/2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Photos of the explanted device have been received; evaluation yet to begin. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification. Missing shell assessed as inconclusive. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.